Event description:
It was reported that interrogation prior to the procedure, the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.